Event description:
During screwing, two screw heads broke: it was impossible to remove them.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.